Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the lot was manufactured from october 21, 2021 - october 22, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed the bladder ruptured in a footing position. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The bladder ruptured occurred during patient infusion. The device was filled with 0.9% normal saline plus fluorouracil with the total volume of 240 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter name and address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.